Event description:
The pt presented to her orthopedist with right knee pain. She originally had procedure on (B)(6) 2007 for right knee degenerative joint disease of "right total knee arthroplasty." The physician described the surgery in 2007 as "implanting a zimmer nexgen gender specific high flex total knee arthroplasty, size e femur, size 3 tibia, 10mm polyethylene tray and 32 mm patellar button." The report revealed no complications. On (B)(6) 2014, the pt told her orthopedic physician that she did extremely well until about one and half years prior. She started having instability issues with no accidents reported. The pt reported no trust in the knee and had trouble getting around with pain in varus/valgus limits. The physician told pt he could change the "poly" and femoral component to a cck to give her better stability. The physician took her to surgery on (B)(6) 2014 for "mechanical complication of her right knee and revision of 1 component under spinal anesthesia. The polyethylene size 10 was removed. Pt tolerated well and was discharged from hospital 2 days later on (B)(6) 2014.